Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product review documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two images and one video were provided. The technical investigation of the oscar support catheter revealed that the braided shaft has been torn 5 cm distal to the kink protector. In addition, the shaft of the oscar dilator was found kinked at the distal end of the metal tube. The findings indicate the presence of a curve or an angle at the access site and it appears that due to this, forces were applied to the oscar support catheter braided shaft that eventually led to the tear. The two images show the damage of the oscar support catheter shaft. The video confirms the position of the damage approximately 5 cm distal to the kink protector. Review of the product release documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The root cause for the reported event is most likely related to the handling during the procedure, i.e., forceful pushing despite meeting resistance which is warned against in the IFU.

Event description:
An oscar peripheral multifunctional catheter system was selected for treatment. Event occurred while using oscar attempting to cross a lesion (100 percent stenosis degree) in the posterior tibial artery. A contralateral approach was used, and while advancing the oscar system the proximal shaft fractured. System was then removed from patient.